Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Review of the device history records did not reveal any related manufacturing deviations or anomalies on the provided product and lot combination. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for th initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Glenosphere implant would not successfully thread onto metaglene implant to achieve solid fixation. Second glenosphere implant was used and worked properly. First glenosphere implant may have damaged thread pattern. Thread pattern of either metaglene component or glenosphere component seems compromised. Second glenosphere component was able to mate with metaglene that had been implanted.